Event description:
It was reported that the customer received a motor error and no delivery alarm. The customer was changing the set and while priming, received a no delivery alarm and then a motor error alarm. Customer's blood glucose level at the time was 125 mg/dl. During troubleshooting, she was able to clear both alarms by completing a set change and the rewind sequence. The customer advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.